Manufacturer narrative:
Na. Stn #: na.

Event description:
It was reported that the ventilator does not alarm audibly. The reported problem was found during bench testing and not while connected to a patient.